Manufacturer narrative:
Plant investigation: the sample was not returned for manufacturer evaluation. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, a retention sample analysis was not performed. In the past for similar cases, extraction of retention samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient allergy/reaction may have been caused by other factors besides the dialyzer, for example, the specific physical/medical status of the patient. An investigation of the device history records (DHR) was conducted by the manufacturer. The review confirmed the devices were inspected according to protocols and they were found to be conforming to specifications. Rinsing and sterilization parameters were reviewed and no deviations were found. There was no indication of a relationship with the reported failure mode. The cause of the reported event cannot be confirmed based on the information currently available. Clinical review: it can be concluded the patient¿s symptoms were due to an inherent physiological response to a biologically incompatible dialyzer. This is evidenced by the patient¿s ability to continue hd therapy utilizing a more biocompatible dialyzer without complication following this event. Additionally, the reported symptoms from follow up did not indicate serious injury to the patient. In the instructions for use in the coral line of dialyzers, it cautions users to the potential of hypersensitivity, allergic reactions. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to the performance of a fresenius product.

Event description:
It was reported by a registered nurse (rn) that a hemodialysis (hd) patient utilizing the coral fx600 dialyzer experienced a possible dialyzer reaction during hd treatment. It was indicated that this occurred approximately ten minutes after the start of treatment. Upon follow up with the rn, it was reported that the patient experienced an allergic reaction to a component of the coral fx600 dialyzer during an in-center hd treatment. The patient¿s symptoms included dyspnea with peripheral desaturation (spo2: 78%), chest tightness, frontal and periocular erythema and nausea. The patient was provided with oxygen via nasal cannula and given hydrocortisone, clemastine and metoclopramide (routes and dosages not reported) to address the allergic reaction. The patient became asymptomatic following medication administration, and was able to continue hd therapy with a competitor dialyzer that was more biocompatible. The patient continues hd therapy without complication following this event. It was confirmed the patient¿s allergic reaction was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The sample being used during the event was not available to be sent back for manufacturer evaluation.